Event description:
The pt reportedly got hit in the face on the contralateral ear. Two weeks later, the pt reported intermittencies followed by loss of lock between the internal device and the external equipment. Troubleshooting included external equipment exchange and programming changes. The issue was not resolved. The center will pursue device revision surgery.